Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a lesion in the lcx with 90% stenosis but the device could not pass. The lesion had been pre-dilated. The device was inspected before use with no issues noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The second proximal stent segment was raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis) 22 inherent risk of procedure (stent deformation). (B)(4).